Event description:
A biomedical engineer reported that a surgeon was unable to get adequate aspiration during cataract surgery. The tip was discovered to be occluded and the hand piece was switched out. The case was completed without any adverse impact to the pt.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).